Event description:
It was reported that there was a remote transmission due to lead integrity alert (lia). At follow up it was noted there was noise on the right ventricular (rv) channel. There was also high sensing integrity count, sudden low r-wave, increasing threshold and lead trend showed persistent increased rv pacing lead impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis revealed right ventricular (rv) oversensing and lead integrity alert (lia) was triggered.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).